Manufacturer narrative:
Due to system limitation the following was added to h10 of MDR: section h6: health effect - clinical code e2343 hemodynamic instability. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through patient outcome that the patient passed away due to circulatory myocardial infarction. The pump was decommissioned on (B)(6) 2023, and the patient was weaned terminally to extubation, and then passed away on the same day. The outcome was not device or therapy related. The device operated as intended.

Manufacturer narrative:
H6 - health effect clinical code - 4868 hemodynamic instability manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the patient's outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including myocardial infarction and death. No further information was provided. The manufacturer is closing the file on this event.